Manufacturer narrative:
Date of event: (B)(6) 2018 (exact event date unknown). Device has not been returned yet.

Event description:
A report was received that patient remote could not communicate with the ipg. After various troubleshooting efforts the remote still could not communicate with the ipg; however, stimulation was still working. Physician suspects device malfunction and recommended patient for a revision procedure. Patient is doing well post operatively and remote is able to successfully communicate with the ipg.

Manufacturer narrative:
(B)(4). Additional information was received that it is unknown if the patient had a revision procedure or non-device related surgery prior to the explant procedure where electrocautery was used. It is also unknown if the physician used electrocautery during the explant procedure. Device analysis performed on the ipg confirmed it would not link with the associated remote control. Internal inspection found that the battery had been depleted to zero volt due to excessive current leakage that resulted from asic-u1 damage. Using an external power source, the device data was retrieved and verified the battery voltage plunged from 2.897 volts to zero; and no additional data has been logged since. Exposing the ipg to sources of high-voltage transients can cause this type of failure.

Event description:
A report was received that patient remote could not communicate with the ipg. After various troubleshooting efforts the remote still could not communicate with the ipg; however, stimulation was still working. Physician suspects device malfunction and recommended patient for a revision procedure. Patient is doing well post operatively and remote is able to successfully communicate with the ipg.